Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was reported to be due to a blood infection. It was reported that the patient was hospitalized for a heart attack one week prior to time of death. Capd therapy was ongoing at the time of death. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.